Event description:
Pyrenees plate reportedly broke approximately 5 years post-operatively. It has been reported that the patient was revised on (B)(6) 2013, however, the manufacturer was not informed until (B)(4) 2014 and details are still being obtained.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed. Since the plate remains with the attorney no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Manufacturer considers this to be a close out report, however, if more information becomes available manufacturer will file a follow-up report at that time.

Manufacturer narrative:
A patient receiving a pyrenees plate was reportedly revised; however, many of the details remain unknown, including the name and location of the original surgeon. The original date of surgery is not known but estimated to have occurred in 2009. It is unknown whether or not the patient sustained some sort of trauma or if they developed a pseudoarthrosis. Unfortunately, the attorney has not been willing to release the plate and thus the product has not been made available to the manufacturer for evaluation. The manufacturing and inspection records have been reviewed and no discrepancies were found. X-rays have been requested but not yet made available for review. Photographs of the plate have been reviewed. Unfortunately, at this time, no firm conclusions can be drawn regarding the root cause of the plate fracture. Attorney will not release the part.